Event description:
It was reported that increased pacing lead impedance, high capture threshold and decreased r-wave amplitude were observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.